Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test, weak battery, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The customer is calling back after receiving replacement battery cap. The customer used a new aaa alkaline battery stored at room temperature. The fail battery alarm recurred. Advised the customer that the pump will need to be replaced. Advised the customer to discontinue use of the pump and revert to back up plan and treat per health care professionals instructions. Patient's bg at time of incident: 257.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is wearing the insulin pump and she went through one in about 4 days. Customer went and bought new batteries thinking something was wrong with the battery. Customer stated that it is doing the same thing and she changed the battery last monday. Customer stated that if she screws the battery cap on too tight, she gets a blank display, so she loosened the cap. Customer reported that on thursday, the battery cap had fallen off and the battery fell out. Customer didn't know her blood glucose level was 438 mg/dl. Customer started getting a weak battery alarm and failed battery test alarm. Customer had a shot for high blood glucose. Customer didn't complete troubleshooting because it was a past event. Customer stated that her blood glucose was high because the battery cap fell off and it was too loose in the pump. Customer stated that the high blood glucose is also due to having scar tissue and she knows the pump is not the cause.